Manufacturer narrative:
Product ID: neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator. Product ID: 7472-60, serial# (B)(4), product type: extension. Product ID: 3877-45, lot# 0204398271, product type: lead.

Event description:
The healthcare professional (hcp) of a foreign clinical study reported that there was high impedance. No symptoms were reported. The outcome was unresolved with no further action planned. Interventions included reprogramming. Diagnostic methods included device interrogation which showed high impedance on electrode 5 greater than 4000 ohms. It was reported that high impedances were already observed with the previous implant without affecting the stimulation. After a replacement of the stimulator during the procedure, the impedances remained high, but stimulation was still effective; therefore, no action was taken and no symptoms were experienced by the patient.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the patient was implanted on (B)(6) 2014. On (B)(6) 2014 high impedance were observed with the system. With the previous system the patient also experienced high impedances. No details were available about the previous system. The cause of the high impedance was unknown.